Event description:
It was reported that the patient complained that their lead fractured after one week, and had to be explanted and replaced. Six months later the replacement lead required repositioning. No lead identification information was provided. The lead status is currently unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.